Event description:
The patient was admitted for an aortic valve placement. The surgery went well and post-op transesophageal echocardiography (tee) showed that the valve was well seated, without leaking or gradient across the valve. The patient did develop a pleural effusion post-discharge which was tapped, but otherwise did well. An additional post-discharge tee performed at a different hospital a month later showed normal functioning of the valve. The patient did well for approximately 2 years before developing increasing shortness of breath and fatigue. He returned this year and a tee showed increased flow through what appeared to be a hole or tear in the right coronary leaflet. The patient was taken to the operating room for a valve replacement, where a linear defect in the leaflet was confirmed. Pathology measured the leaflet defect at 0.3 x 0.1 cm. There was a speculation as to whether the patient had endocarditis at some point between placement and removal two years later, given a thin film across the valve, but cultures were negative at the time of removal and the defect was reported as being atypical of endocarditis.